Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer had gone to the doctor with blood glucose level of 15 mmol/l and alleged that insulin pump was under delivering as they kept getting insulin flow block alarm. Customer was assisted with high blood glucose level. Customer was treated with manual injection. Customer experienced symptoms such as difficulty in breathing and pneumonia related to high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer stated that auto mode feature was not on. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy at 0.08690 inches. No unexpected insulin flow blocked alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.